Event description:
High readings were received on a customer's precision xceed meter. The customer obtained a reading of 119 mg/dl compared to a lab reading of 62 mg/dl. When plotting the readings on a parkes error grid the results fall in the c'zone showing the difference to be clinically signigicant. There was no report of death, serious injury or mistreatment associated with this event.